Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. The battery compartment and battery cap were both allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump black box data indicated multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap secured properly to the pump and maintained power. The pump was exercised for 24 hours with the test cap, and no power interruptions were observed. Unrelated to the complaint, the display screen appeared dim and discolored.